Event description:
It was reported that the customer was out shopping had nausea and wanted to throw up due to high blood glucose and ketoacidosis. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading was 917 mg/dl at the time the paramedics arrived. Caller stated that the customer's insulin pump was not delivering the insulin causing the ketoacidosis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.